Event description:
The patient contacted animas on (B)(6) 2012 reporting that the battery was hot to touch but not hot enough to burn and the battery compartment was warm. The patient stated that there was no trauma to the pump. The patient stated that the pump was exposed to water but there was no moisture noticed in the pump. There is no reported adverse event with this complaint. This report is made based on the allegation of the hot pump issue.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the black box indicated multiple reboots had occurred. Visual inspection revealed no heat damage to the pump. A rewind, load, and prime sequence was performed with no power or temperature issues occurring. The power circuit does not draw excessive current. No defects were found to the power flex, battery connections, and internal components. There was no defect found on investigation. The complaint regarding the temperature of the pump could not be confirmed or duplicated.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.